Event description:
It was reported that the left ventricular (lv) lead would move back from its initial position on two occasions while the physician was suturing the lead at the suture sleeve. The lead was discarded and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).